Manufacturer narrative:
No adverse patient effects were reported as a result of this event. Current records indicate that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was in the emergency room and found to have a recorded episode that lasted longer than 10 minutes. This episode was reportedly a conducted supraventricular tachycardia which was declared in a monitor only zone, but accelerated after anti-tachycardia pacing was delivered. A shock then successfully terminated the episode.